Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient was admitted for cardiac heart failure. Coronary angiography performed on (B)(6) 2011 showed in-segment restenosis with balloon angioplasty performed. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported stenosis is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The reported heart failure is listed in the xience v instructions for use as a known adverse event associated with coronary stenting.

Event description:
It was reported that approximately eight months post xience v stent implantation in the mid left anterior descending artery, the patient was admitted to the hospital on (B)(6) 2011 and underwent percutaneous coronary revascularization in the index target lesion on (B)(6) 2011 for restenosis. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.